Event description:
Elective ptca pt developed vfib during balloon inflation. Defibrillator set to charge to 200. Charged to only 120 x 2. Would not discharge. Reset at 300, charged and fired. Synch button not on. Had tested appropriately that morning. Delay in defibrillation due to malfunction estimated at 1-1.5 min. Biomed unable to duplicate problem in lab.